Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions for this one event. The other is (B)(4). The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed nothing relevant to the event. The memory of the probe displayed no error codes - visual examination of both probes revealed no abnormalities. The functional test at low, medium and high modes revealed no abnormalities. The cause of the event is undetermined. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was initially reported that when the wand was activated, the wand started to spark. Two wands were tried with the same results. The console was set at 7/1. They then used another console and wand and the same thing occurred. The rep states there was also a red light blinking. No error messages. The case was completed with the console. Follow-up investigation: an FDA maude letter (mw5075618) was received which stated that the wand was showing "flames" shooting out from the sides of the ablator tip when activated during arthroscopic shoulder surgery using saline solution to distend the joint space. Facility maude reporter states she spoke with surgeon who did not feel any patient injury occurred as he stopped using the handpieces immediately before applying rf energy to any joint surfaces. Handpieces were immediately removed and sequestered for biomed evaluation. Power units were immediately evaluated by biomed engineer tech and both units passed electrical safety checks. FDA maude letter lists the two power units being used with the handpieces as quantum power units, model 19062. After contacting the facility maude reporter it has been confirmed that the power units listed on the maude report were incorrect and that the power units being used with the handpieces were actually arthrex synergy power units.